Event description:
The physician called to have troubleshooting performed while the patient was in the office. The physician reported that prior to the call the device was able to be interrogated successfully; however, the physician was not able to pin point what was done differently this time. The physician confirmed that the handheld was not plugged into the wall this time; however, could not recall if the handheld was unplugged the previous time interrogation was attempted for this patient. The physician indicated that he would contact device manufacturer if any other issues came up.

Event description:
It was reported that the patient's generator was unable to be communicated with using the programming system. It was also reported that the patient's clinic notes mention the device was also not able to be interrogated on (B)(6) 2013. It was also reported that the patient has experienced an increase in depression and is unable to function through the day recently. It was reported that no further information could be provided because the clinic notes did not provide much detail on what was occurring with the patient or vns therapy history. Attempts to obtain additional information have been unsuccessful to date.